Manufacturer narrative:
Section e1 shortened from: [(B)(6)] to: [(B)(6)], due to character restrictions. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced an error e224. This issue occurred during installation. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 the device was returned to the regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit, error code e204 is displayed, depressed cable unit and water tightness is lost. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in cable unit, error code e204 is displayed and cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.